Manufacturer narrative:
Other, other text: the device was no returned; however, repair notes from a smiths medical field service technician were provided. The notes included that the j9 connector condition was not correct according to procedure and that glue was applied according to procedure.

Manufacturer narrative:
Additional information h6. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4)., corrected data: correction h6 patient code.

Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd and primary audible alarm post occurred in alarm history.